Event description:
Patient representative reported "deflation of right breast implant", "breast swelling with subsequent seroma and drainage of abscess", "breast pain", "breast infection requiring removal", "protrusion", "capsular contracture" baker grade unspecified, and an "increased risk of alcl". Patient representative additionally reported non-device related as follows: the patient "suffered personal injuries and related damages due to implantation of one or more biocell textured breast implant medical devices." The device has been replaced.

Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, seroma, infection, abscess, capsular contracture baker grade unknown.